Manufacturer narrative:
Concomitant medical products: 4968 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced twitching. It was noted that the right ventricular (rv) lead exhibited decreased impedance and a polarity switch. The rv lead remains in use. No further patient complications have been reported as a result of this event.